Event description:
It was reported that t-wave oversensing was observed post device change out on the new device. Reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.